Event description:
A stent fracture was noted on re-angio aproximately six months post implant. The fractured segment was "hanging" into the aorta. The physician was able to retrieve the fractured segment. This female patient had a 3.5 x 18mm cypher stent implanted into the ostium of the rca and a 3.5 x 13mm cypher stent implanted (overlapping the distal edge of the first stent) in the proximal rca. Approximately six months later, the patient returned for re-angiongraphy due to anginal symptoms. The physician found that the 3.5 x 18mm cypher stent implanted at the ostium had fractured 4mm from the proximal end and had separated. The fractured segment was "hanging" out into the aorta. The physician was able to retrieve the fractured segment with a snare device. There was no reported restenosis at the fracture site or within the cypher stents. There was no reported patient injury.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.